Manufacturer narrative:
¿Date of event¿ is estimated. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2020-32880. It was reported that the patient experienced ineffective therapy and both leads had migrated. Surgery occurred during which one lead was repositioned and the other lead was explanted to address the issue. It is unknown which lead was repositioned and which lead was explanted.